Manufacturer narrative:
(B)(4). The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the common hepatic artery using pod6 coils. During the procedure, while advancing a pod6 coil out of its introducer sheath and into a px slim delivery microcatheter (px slim), the physician experienced resistance and subsequently, the coil became stuck in the px slim. Upon attempting to retract the pod6 coil, the physician did not encounter any resistance but the coil unintentionally detached within the px slim. Therefore, the px slim was removed from the patient and the detached pod6 coil was flushed out of it. The procedure was then completed using a new pod6 coil and the same px slim. It should be noted that the physician flushed the px slim right before use and confirmed that there were no kinks on the px slim. There was report of an adverse effect to the patient.